Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device paused halfway during firing and got stuck and would not continue to fire. Display had a triangle exclamation icon over the adapter section. Staff reattached the handle, tried manual retraction, and tried a reset, but nothing worked; the unit had closed down on tissue and was stuck. Staff put another stapler in and used that stapler to complete the case. There was a slight delay. There was no patient injury.

Manufacturer narrative:
Correction: b5 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device paused halfway during firing and got stuck and would not continue to fire. Display had a triangle exclamation icon over the adapter section. Staff reattached the handle, tried manual retraction, and tried a reset, but nothing worked; the unit had closed down on tissue and was stuck. Staff put another stapler in and used that stapler to complete the case. Stuck closed on tissue, there was a slight delay. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle, (serial#: unknown), sigadaptxl, sig power sigadaptxl linear xl adapter, serial#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.